Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer received excessive no delivery alarms. Advised to discontinue use of the insulin pump. No additional information was provided.